Manufacturer narrative:
This is one of nine manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period started (B)(6) 2008 and went through the follow up period (unknown time frame). For this reason, the first day of the reported study period ((B)(6) 2008) was used as the occurrence date. Reference article: fusari, melissa, et al. "Transcatheter vs. Surgical aortic valve replacement: a retrospective analysis assessing clinical effectiveness and safety." Journal of cardiovascular medicine 13.4 (2012): 229-241. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci).    There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication.   The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv.   The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow.   In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  The article reports two patients required bailout stent angioplasty, as the left main stem was partially obstructed by the native valve leaflet. The cause of the occlusion was obstruction by the native valve leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), through the review of the medical article ¿transcatheter vs. Surgical aortic valve replacement: a retrospective analysis assessing clinical effectiveness and safety¿ regarding a group of patients who underwent tavi by tf or ta approach with an edwards sapien valve, the following outcomes were observed: two patients required stent angioplasty, as the left main stem was partially obstructed by redundant native valve leaflet.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of nine manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-04240; 2015691-2019-04241; 2015691-2019-04242; 2015691-2019-04243; 2015691-2019-04245; 2015691-2019-04246; 2015691-2019-04247; 2015691-2019-04248; 2015691-2019-04249.